Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. Final investigation and disposition are pending.